Event description:
Information received from the field does not address the patient's clinical status but notes 182 ohms unipolar lead impedance. The impedance was 257 ohms at a previous check- up. An iegm revealed noise on the ventricular channel. Capture and sensing were both acceptable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative